Event description:
The customer reported that the system would intermittently not produce fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the output video cable. The system was tested and found to be working as intended and put back in service.